Manufacturer narrative:
H10. Additional information in a2 and a3. H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation. However, the clinical/medical investigation concluded that, the imaging shows a fractured nail at the proximal lag screw hole in the presence of probable non-union of the initial subtrochanteric fracture. Early weightbearing, advanced age, metabolic disorders as well as circulatory and inflammatory disorders are known risk factors to pseudarthrosis/non-union and reportedly the patient has severe systemic disease which can be seen in the imaging as significant vessel calcification. Although a definitive clinical root cause cannot be concluded, the patient¿s preexisting comorbidities and activity cannot be ruled out as contributing factors to the fractured nail as the presence of improperly healed bone is known to increase the stress and fatigue of metallic implants. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed in possible adverse effects that cracking or fracture of the implant may occur. Preoperative planning section states that proper type and size of implant must be selected to ensure effective treatment of patients considering factors such as patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an internal fixation revision surgery had been performed on (B)(6) 2024, the patient experienced the fracture of one (1) intertan 10s 10mm x 34cm 130d right at the level of the femoral neck screws. The suspected cause is a pseudarthrosis and instability. The nail is still in situ; no further surgery has taken place. The current health status of the patient is unknown.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.